Event description:
Procedure was retropubic inside out. Using 1011 sling physician inserted the trocar in the pt's left side, there was difficulty passing the trocar. Physician retracted the trocar to find the tip of the sleeve was damaged. Procedure completed with second gmd 1012 sling.

Manufacturer narrative:
Evaluation: no conclusion can be drawn at this time. Investigation is in process. When more info is available, a supplemental 3500a form will be submitted.